Manufacturer narrative:
Medical devices continued: product ID c6tr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had no capture at maximum outputs. The lead polarity was reprogrammed, and the lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.